Event description:
It was reported that the patient lost weight and the battery was protruding out and uncomfortable. It was noted that the battery site hurt as the patient lost significant weight. It was noted that the battery pocket was in the buttock. It was noted that there was a complete explant and replacement. It was noted that a smaller implantable neurostimulator (ins) was implanted. The patient¿s status was alive with no injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).